Event description:
This case was initially received via regulatory authority (ansm - heath authorities in (B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("bilateral totale salpingectomy via laparoscopy for essure removal") in a female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia"), arthralgia ("joint pain") and flatulence ("tympanites"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, asthenia, arthralgia and flatulence outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, flatulence and medical device removal with essure. The reporter commented: right tube and left tube were healthy and the implants were under mucous without effraction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 14-mar-2019. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("bilateral totale salpingectomy via laparoscopy for essure removal") in a female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia"), arthralgia ("joint pain") and flatulence ("tympanites"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, asthenia, arthralgia and flatulence outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, flatulence and medical device removal with essure. The reporter commented: right tube and left tube were healthy and the implants were under mucous without effraction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.